Event description:
Facility reported that the 96-2 shower chair was being used in a shower stall when the left rear leg bent underneath the device. The end user fell against the wall on her left side, was able to lower herself down to the ground. End user sustained pain and tenderness but no additional injury. The facility did take xrays, and a doctor was seen.